Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
The customer had informed the sales representative that every 6th catheter had broken. Update information provided on (B)(6) 2016 stated a new one (product) was inserted. Additional information has been requested but not provided by the reporter.

Manufacturer narrative:
Investigation - evaluation : a review of the device history record, specifications and examination of customer supplied photograph of the device was conducted during the investigation. A review of the customer-supplied photo(s) reveals a leak in the catheter tubing adjacent to the manifold. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. There is one other report for this lot number from the same reporting facility. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.